Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. Subsequently the device was explanted on (B)(6), 2014; during the same surgery the patient was re implanted with a different manufacturers device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed february 19, 2015.